Manufacturer narrative:
E1: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflator's front panel display disappeared after 15 minutes of starting. The issue didn't improve after a reboot. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The front panel failure was unable to be confirmed. Based on the results of the investigation, the definitive root cause of the display failure could not be determined. Olympus will continue to monitor field performance for this device.